Event description:
It was reported by service report that the bubble trap holder was broken and may not properly support the bubble trap to prevent air from entering the fluid tubing. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Customer was sent replacement unit.